Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in backup vvi mode due to an MRI. MRI mode was not enabled, and hv therapy was disabled. The device was reset successfully, and there were no patient consequences.